Event description:
Reference number (B)(4). Event occurred in in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was crimped, within 3 hours of insertion at upper arm, which cause the patient blood glucose levels was elevated to high, therefore patient had received correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.